Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected low out-of-range pace impedance measurements on the right ventricular (rv) lead. Lead insulation damage was suspected but not confirmed. Intervention was pending but despite attempts to obtain further information, none was available. No adverse patient effects were reported. All available information indicates that this device remains in service.